Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once the meter is returned or additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that two weeks prior to calling, he received an adc blood glucose meter from a pharmacy and noted the display was cracked upon receipt. On (B)(6) 2017 he began to experience symptoms perceived to be suggestive of hyperglycemia; including ¿dizziness, confusion and lightheadedness¿ but because of the crack he could not see the reading so he self-presented to an emergency room. At the hospital, lab work was done and a blood glucose result of 300 mg/dl was received at 11:00 pm. Customer was admitted to the hospital, diagnosed with hyperglycemia and treated with insulin. Customer was kept for observation while his blood glucose level stabilized and he was discharged on (B)(6) 2017. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated and a new issue was observed. Upon visual inspection black markings were observed on the meter screen. Meter was sent for further investigation and it was determined that the issue is isolated to a damaged lcd. A broken screen was not observed. The complaint is not confirmed. Additional information: (initial reporter's telephone number) was inadvertently omitted from the initial MDR 30 day report. Telephone number has been updated.

Event description:
Customer reported that two weeks prior to calling, he received an adc blood glucose meter from a pharmacy and noted the display was cracked upon receipt. On (B)(6) 2017 he began to experience symptoms perceived to be suggestive of hyperglycemia; including ¿dizziness, confusion and lightheadedness¿ but because of the crack he could not see the reading so he self-presented to an emergency room. At the hospital, lab work was done and a blood glucose result of 300 mg/dl was received at 11:00 pm. Customer was admitted to the hospital, diagnosed with hyperglycemia and treated with insulin. Customer was kept for observation while his blood glucose level stabilized and he was discharged on (B)(6) 2017. There was no report of death or permanent injury associated with this event.